Manufacturer narrative:
Pump data recorded a blood glucose (bg) value of 50 (mg/dl) at 6:01 pm on (B)(6) 2016. A bolus request was completed at 12:41 pm on (B)(6) 2016, and the customer had been receiving basal insulin at a rate of 0.7 units/hour until the low bg value was recorded. There is no evidence of an insulin pump failure, or any indication that a pump malfunction contributed to the customer's low bg event on (B)(6) 2016.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 (mg/dl). Reportedly, customer was already in the hospital for a broken hip at the time of the event, and medical staff provided the customer with candy bars and liquid glucose to treat the low bg level. Contact indicated that the customer's bg levels elevated to 149 (mg/dl). Recommendation was made to consult with health care provider to discuss diabetes management.